Event description:
It was reported that a patient presented in-clinic for a revision procedure. Prior examination of the right ventricular (rv) lead revealed high capture thresholds on the rv lead. The rv lead was revised, placed into the atrial port of the patient's device, and replaced on (B)(6) 2021. No patient consequences were reported.